Manufacturer narrative:
The customer was contacted for return of the suspect product. The customer has responded and indicated the product was disposed of during the event.

Manufacturer narrative:
(B)(4) medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the associated device failed to discharge properly using these electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Please reference medwatch report 1218058-2017-00097 for a similar event reported from the same customer.